Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. (This complaint is related to (B)(4).) The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, inappropriate bypass of the drain, not including I-drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. If additional relevant information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 16:09:42. During night drain cycle two, the patient's ultrafiltration reading was 631ml, indicating the home patient (hp) drained 631ml more than their maximum programmed fill volume of 200ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a follow-up will be submitted.